Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, maude event report #(B)(4) was received containing the following information. Event description: (B)(4): starclose se did not deploy. Another device was used. No harm to patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported failure to achieve hemostasis could not be confirmed as the reported event could not be replicated in a testing environment. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported failure to achieve hemostasis and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a starclose se device with a 6fr sheath after a heart catheterization interventional procedure. Reportedly, the clip of the starclose se device deployed; however, hemostasis was not achieved. Manual arterial compression was applied for 10 minutes to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.